Manufacturer narrative:
A sample device was returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The lens was returned positioned incorrectly in the lens case inside the carton. Viscoelastic was observed dried on the lens. One haptic was bent-distal area. The optic was broken against a post of the lens case in the haptic insertion area of the bent haptic. This damage appeared to have been caused by the lens being replaced incorrectly in the lens case for return. Associated products were not provided. It is unknown if qualified associated products were used. The company lens model is only qualified for use in the company cartridge. The root cause could not be determined because the specific issue was not provided. One haptic was observed to be bent distal area. Optic damage was also observed, which appear to have been cause by the lens being replaced incorrectly in the lens case for return. Associated products were not provided. It is unknown if qualified associated products were used. The company lens model is only qualified for use in the company cartridge. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the lens was faulty. Additional information was requested